Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 441 mg/dl at the time of incident. The customer¿s blood glucose was in the range 269 mg/dl to 300 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature. Displacement test-passed, self test initially received a insulin pump error, but the customer did not get another pump error after clearing the alarm and rewind the insulin pump and doing another self test. The insulin pump will not be returned for analysis.